Event description:
During implant, titan anchors were used to secure the leads in place. In october, the pt reported that the stimulation on the right side had creeped up his abdomen over several days. An x-ray confirmed lead migration. During surgery, the titan anchor was found in three pieces. The silicone portion was split into 2 pieces and the titanium portion was separate to both silicone pieces. The lead had retracted completely and was found wrapped behind the ins (implantable neurostimulator). The lead was also found to have damage to the outer insulation and was therefore replaced. There was reported to be no pt injury. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis of the lead revealed no significant anomalies. The #0, 2, 4, and 7 conductors are cut approximately 22.8 cm from distal end; the outer insulation is cut open in the same location. Impressions in the outer insulation indicate location of titan anchor was approximately 11 cm from the distal end. The distal end was intact and undamaged. Final device analysis of the titan anchor revealed the anchor separated. The silicone portion of anchor is broken in two and the titanium insert is separated from it. A polypropylene suture is still attached to the largest silicone segment. Suspected polypropylene suture was also used at break in silicone portion. Lead implant manual cautions the use of polypropylene suture material and overtightening.